Manufacturer narrative:
Patients demographics not provided. Further investigation was performed by the engineers in the manufacturing site and it could be confirmed that there are manufacturing controls to avoid potential causes related to the pressure tubing - detached, separated malfunction as manufacturing continuous monitoring sampling, qa sampling inspection and visual inspection. However, since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient with this disposable pressure transducer (dpt), the device fell apart. The female connector was detached from the pressure tubing (medwatch (B)(4)). The same issue occurred with other dpt (medwatch (B)(4)). There was no allegation of patient injury. Only the device involved in the medwatch (B)(4) was available for evaluation. As a summary, 2 medwatch reports were submitted for this event (medwatch numbers (B)(4)).